Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 405 mg/dl. Customer's current blood glucose reading was 263 mg/dl. Customer reported that the issue was resolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The pump was monitored for three days and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected during visual inspection. No moisture damage was found on the electronic assembly, keypad assembly, motor, or force sensor during visual inspection. Pump received with scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.